Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult to insert the steerable guide catheter (sgc) in this incident cannot be determined. The reported perforation resulting in hemorrhage appears to be related to procedural circumstances as damage to the lateral circumflex femoral artery had occurred. The reported patient effects of vessel perforation and hemorrhage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the damage to the femoral artery requiring surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Resistance met during insertion of the steerable guide catheter (sgc) therefore the dilator was switched to an 18f with no issue. The sgc and clip delivery system (cds) were successfully advanced; however, blood was noted at the groin site. Pressure was held at the bleeding site. Attempts were made to position the cds, but imaging was difficult and the bleeding at the groin worsened; therefore, the cds and sgc were removed. A vascular surgeon performed a cut down where it was noted that the lateral circumflex femoral artery was torn away from the iliac artery. The artery was repaired and the patient was stable; however, lost a lot of blood. No additional information was provided.